Event description:
It was reported that pump experienced malfunction alarm with malf 0 code and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, performed pump reset with guidance, did not experience recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction code recurred.